Event description:
It was reported that (2) devices were used during a laparoscopic low anterior resection. It was reported by the affiliate that the tr45g and an atg45 were used. There were staples malformed. The surgeon put some overstitches to complete the case. There was no consequence to the pt. The devices were discarded.